Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "low"; although a specific value was not provided. Cause was not known. Reportedly the customer fell and hurt their neck. Customer attempted to address their bg with a glucagon injection and was treated with intravenous fluids of saline at the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.